Manufacturer narrative:
The investigation into the reported backup alarm malfunction confirmed that the device failed to meet product specifications due to a hardware failure of the cpu printed circuit board assembly (pcba). Specifically, the malfunction of the onboard piezoelectric buzzer (failure code 1104) resulted in a degradation of critical safety functionality rather than a simple audio quality issue. Although no adverse patient impact was reported, a review of the risk management file determined this to be a reportable malfunction, and all required regulatory reports have been submitted. An authorized service provider (asp) resolved the issue by replacing the cpu pcba, and subsequent testing confirmed the device is functioning as intended. This data has been integrated into the post market surveillance and risk management processes to support ongoing product quality and safety improvements.

Event description:
Philips received a complaint from a mechanical engineer (me) regarding a v60 ventilator that generated an abnormal noise during operation while in patient use. Airflow remained normal, no alarms were initially reported, and the device continued to operate. As a precaution, the unit was replaced with another ventilator, resolving the issue, and no patient harm, therapy delay, or medical intervention was reported. The authorized service provider (asp) performed verification testing, which confirmed that the reported noise was associated with an intermittent malfunction of the backup alarm system. The diagnostic report (drpt) observed error code 1104, indicative of a backup alarm failed condition. Further evaluation determined that the issue was caused by a malfunction of the piezo buzzer, resulting in irregular alarm activation, intermittent sounding, and premature halt of the audible alarm without a corresponding visual alarm indication, which likely led the user to perceive the sound as abnormal noise. The root cause was attributed to a failure of the cpu board, and replacement of this component was recommended. Although no adverse patient impact was reported, the backup alarm is a critical safety feature, and this malfunction represents a degradation of intended alarm functionality rather than a simple audio quality issue. Resolution and disposition are pending; the investigation is ongoing.

Manufacturer narrative:
E: (B)(6) japan. Institution phone: (B)(6). Reporter phone: (B)(6).